Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the left ventricular lead. High capture thresholds had been observed since 2013. Following a device changeout procedure, an improved pacing vector was found and the lead&#38112;pacing configuration was reprogrammed.